Event description:
It was reported that the t:slim x2 pump battery would not charge and the pump screen was dark, making it unresponsive. There was no adverse impact to the customer's blood glucose level. The customer was instructed by technical support to perform a series of troubleshooting steps, including confirming the pump was not plugged into a power source and pressing certain buttons. Support also advised plugging the pump into a known working power outlet for at least 30 minutes using the original charging supplies. After following these instructions, the pump began charging.